Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to first stage diabetic ketoacidosis and high blood glucose level of 383 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. The insulin pump was not on auto mode at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.